Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located below the knee that moderately tortuous and severely calcified. A 2.0mm x 150mm x 150cm coyote mr balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem with no damage found and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.